Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the jaws of the device could not be closed when placed on the lung tissue during a laparoscopic thoracoscopic lobectomy. There was no patient injury.